Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface pcb and the video controller pcb were evaluated and ordered for replacement. No conclusion can be drawn as final repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system froze during the boot process and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported to this event.